Event description:
The customer reported that as soon as the footswitch is plugged into the generator, it activates without the pedal being depressed. The footswitch was not being used in procedures.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the eval is complete, a follow-up report will be submitted.